Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The compressor mini was reported to not start. A service engineer investigated the compressor on site and found the transformer to be faulty. No more info was available despite serveral reminders. The reported issue could be related to an investigation that has been performed by the manufacturer, where the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. As the faulty transformer was not available for further investigation, the root cause could not be verified.

Event description:
It was reported that the compressor did not startup. There was no patient involvement. Manufacturer's reference #: (B)(4).